Event description:
Boston scientific received information that this exhibited high out of range pacing impedances of greater than 2500 ohms, and was found to be fractured. As a result, the lead was surgically abandoned and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.